Event description:
It was reported via a materiovigilance incident report that this pacemaker reverted to safety mode operation after reaching end of life (eol) battery status. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not indicated at this time.